Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the patient experienced a loss of connection between smart device and transmitter. Patient stated that that had attempted to re-pair with the transmitter, used the smart device's bluetooth settings to forget all bluetooth devices, and reset smart device multiple times. The complaint device was not returned for evaluation. However, the data log was provided by the patient. The data was reviewed on (B)(6) 2016 and could confirm the reported loss of connection. No additional patient or event information is available.